Manufacturer narrative:
Blocks a1: patient identifier, b3, b5, e1, and h6 have been updated based on the additional information received august 19, 2022. Block a1: meshc-20211028-bf748531. Block b3 date of event: date of event was approximated to november 17, 2016, the date the sling was implanted, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). Phone no: (B)(6). Fax no: (B)(6). Block h6: patient codes e2006, e2330, e1405, e0206 capture the reportable events of eep (erosion/extrusion/protrusion of the mesh), pain (back pain, vaginal pain, pelvic pain, groin pain, anal pain, rectal pain, mostly pain when cannot hold on for toilet), dyspareunia (pain during intercourse, inability to have intercourse), and unspecified mental, emotional or behavioural problem (psychological damage). Impact codes f19: surgical intervention and f12: serious injury/illness/impairment have been used to capture further surgery under general anesthesia for purpose of hysterectomy and found sling wrapped around bowels.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient during a lynx urethral suspension procedure performed on (B)(6), 2016, for the treatment of stress incontinence. Following the procedure, the physician noted that as long as she was voiding satisfactorily, the patient would be discharged home the following day and he would see her for review in 2 months. Post-procedure, the patient experienced complications and nonsurgical treatment(s). Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh), back pain, vaginal pain, pelvic pain, groin pain, anal pain, rectal pain, pain during intercourse, inability to have intercourse, offensive vaginal discharge, difficulty in having bowel movement, recurrent incontinence, aggravated incontinence, psychological damage, and other pain described as "mostly pain when cannot hold on for toilet". Surgical interventions: on (B)(6), 2019, the patient underwent further surgery under general anesthesia because they were doing a hysterectomy and found the sling wrapped around her bowels.

Event description:
It was reported to boston scientific corporation that a lynx implant was implanted into the patient on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; anal pain; rectal pain; other pain: mostly pain when can't hold on for toilet; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2019 the patient underwent further surgery under general anesthesia for the following purpose: was doing hysterectomy and found sling wrapped around bowels.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.